Event description:
PICC line was placed on (B)(6) 2018. On kub, a metallic structure which projects over the right proximal femur was identified and team was notified by radiology. On ultrasound exam, a linear hyperechoic structure was identified in anterior musculature of proximal right thigh, presumably representing a foreign body ~ 1.3 cm long and 5-9 mm deep to skin, confirmed by doppler to be extravascular.